Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable malfunction could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned as part of the asset return process and during inspection of the device, there was a foreign object inside the nozzle. In addition, the evaluation found the following; the control unit was damaged, the control unit, the objective lens and the light guide lens all had discoloration. The control unit, the right/left knob, the up/down knob, the forceps elevator knob, the forceps elevator lever, the scope connector cover unit, the suction connector, the universal cord, the grip and the scope cover all had scratches. The suction cylinder was shaved, the control unit was damaged and the electrical connector has discoloration, due to water leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis lucera gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was a foreign object inside the nozzle. This report is being submitted for the event found during evaluation. There was no patient involvement.